Manufacturer narrative:
The initial reporter is customer service engineer. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th september, 2022 getinge became aware of an issue with one of surgical lights - hanaulux blue 130. It was stated the bottom cover of the main tube fell off when surgical theatre was not in use. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2002-09-02. Corrected h4 manufacture date: 2002-09. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hanaulux blue 130. It was stated the bottom cover of the main tube fell off when surgical theatre was not in use. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by getinge technician, the affected device was repaired by the customer service engineer. It was established that when the event occurred, the surgical light did not meet its specification due to bottom cover which fell off the main the tube, which contributed to the event. It was established that upon the event occurrence the device was not being used for patient treatment or diagnosis. When reviewing similar reportable events for the same device type, it was established that events have never led to the serious injury or worse. A root cause analysis was performed by subject matter experts at manufacturing site. As they stated, probable root cause of the malfunction is related to lack of inspection. The detachment of the cap is the direct result of repeated or violent shocks and a lack of inspection during yearly maintenance and daily use. To prevent any similar incident it is recommended to perform a visual inspection during maintenance and before the use of the medical device. To prevent any similar incident maquet sas recommends: to avoid the possibility of collisions by prepositioning the device. To check the correct positioning of the cover after maintenance or cleaning. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.